Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that "the meter only allows testing when the meter is off and test strips are inserted". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.